Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient infusion set cannula is not in place on (B)(6) 2024. Infusion set was in use for 3 days. The blood glucose level was reported high and treated with multi-daily injection (mdi). Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. Has context menu. No further information available